Manufacturer narrative:
The suspect device was not returned to olympus for evaluation and a root cause was not determined.

Event description:
A user facility reported to olympus that during cases, intermittently, the scope image turned gray. There was no patient injury or harm, associated with the problem, reported to olympus.